Event description:
It was reported that customer had low blood glucose. During troubleshooting, it was found that there were air bubbles in reservoir, there was moisture in reservoir compartment and there was smell of insulin. Customer's blood glucose was 167 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.